Manufacturer narrative:
At this time it is unk if the device will be returned to the MFR. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the doctor had difficulty snapping the liner in place. He got part of the liner down but couldn't get the whole liner down. The surgeon was told that the insert was being damaged but the surgeon continued to try. The surgeon than moved to an 11mm insert and still had difficulty, but was able to get the insert in with the sales reps input. The surgeon stated that he believes the size 9 must have been defective since he could not get it to seat properly."